Event description:
It was reported that the patient had experienced undesired result with the artificial urinary sphincter (aus). The aus balloon in pressure range of 51-60 cm/h2o was removed and replaced with a new aus balloon with higher pressure range of 61-70 cm/h2o for better results. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced undesired result with the artificial urinary sphincter (aus). The aus balloon in pressure range of 51-60 cm/h2o was removed and replaced with a new aus balloon with higher pressure range of 61-70 cm/h2o for better results. No patient complications reported in relation to this event.